Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, there was no patient involved.

Manufacturer narrative:
(B)(4). During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volumetric accuracy test. External and internal inspections were performed and the visual examination revealed disintegrated piston foam. The device passed temperature verification. The cause was determined to be disintegrated piston foam. Scrap piston foam. The device was sent to service.